Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the large suturecut needle driver had a broken wire. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.